Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Male consumer via chatbot stated that his new oral-b precision clean toothbrush heads (product lot: eb20-4 96773293) fell apart a few weeks after use. The vibrating head holding the bristles came off of the oral-b main stem. No injury was reported.